Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. There was no medical intervention required by the patient. The device is currently at the service center awaiting evaluation. A follow up report will be submitted when the manufacturer has received the device evaluation from the service center.